Event description:
The suspect device was used to check the patient's blood glucose. A result of 448 mg/dl was obtained. A lab was ordered and the lab result was 350 mg/dl. The patient was then given insulin per the lab result. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.